Event description:
It was reported that about ¿2 months ago¿ the customer experienced a blood glucose (bg) level of "500 and something" mg/dl; however, the specific date could not be recalled. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer went to the emergency room and bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage.